Event description:
Patient was on holiday in (B)(6). As a result of a fracture of the long 8 deg v/v modular neck fell down. At the revision we try to drill out the part of the neck which was still in the stem. This was not possible. Then we had to open the bone in a long way to get out the stem; then revised with a long revision stem. (B)(6).